Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed and flailed a2 (anterior segment 2) leaflet for a mitraclip procedure. One mitraclip was implanted. The mr was reduced to grade 1. On the 1 month follow-up appointment on (B)(6) 2025, transthoracic echocardiogram (tte) displayed an embolized clip. The clip was lodged in the right cusp of the aortic valve. The mr was recurrent at grade 4+. The posterior leaflet was torn. On (B)(6) 2025, the embolized clip was removed with a percutaneous snare intervention. Per the physician, the patient was coughing for 3 weeks post-implantation, which contributed to the embolization. On 21jan2025, further review and discussion of the procedure concluded that the pre-discharge tte on (B)(6) 2024 displayed a single leaflet device attachment. The posterior leaflet was detached. On (B)(6) 2025, a second clip intervention was performed. One clip was implanted and the mr was reduced to grade <1.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed and flailed a2 (anterior segment 2) leaflet for a mitraclip procedure. One mitraclip was implanted. The mr was reduced to grade 1. On the 1 month follow-up appointment on (B)(6) 2025, transthoracic echocardiogram (tte) displayed an embolized clip. The clip was lodged in the right cusp of the aortic valve. The mr was recurrent at grade 4+. The posterior leaflet was torn. On (B)(6) 2025, the embolized clip was removed with a percutaneous snare intervention. Per the physician, the patient was coughing for 3 weeks post-implantation, which contributed to the embolization. On (B)(6) 2025, further review and discussion of the procedure concluded that the pre-discharge tte on (B)(6) 2024 displayed a single leaflet device attachment. The posterior leaflet was detached. On (B)(6) 2025, a second clip intervention was performed. One clip was implanted naand the mr was reduced to grade <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported expulsion (complete clip detachment (ccd)) and subsequent migration of the clip appears to be cascading effect of the slda in conjunction with the patient coughing. The reported patient effects of tissue injury and recurrent mr appear to be related to the complete clip detachment and the embolism was due to the clip migration. Tissue injury, mr, and embolism are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, unexpected medical interventions, and removal of foreign body were results of case specific circumstances as the patient returned to the hospital, percutaneous snare intervention was performed to remove the embolized clip, and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.